Event description:
A discordant advia 2400 sodium (na) result was obtained on a patient sample. The laboratory repeated the sample and the corrected report was issued to the physician. There were no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instruments data the fse checked the ise module for leaks, no leaks were found, checked the %cv's of the patient samples and replaced the na electrode. The instrument is performing within specifications. No further evaluation of the device is required.